Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the DHR review. A product sample was received for evaluation. Visual and functional testing were performed. The device's top case was cracked by the tube holder, right plunger case was cracked and bottom case was cracked in battery bay. The motor rate error appeared in the event history log. The motor rate error was found during occlusion test. The root cause of the reported issue was found to be leadscrew and clutch halves does not operate as intended. The technician replaced leadscrew and clutch halves, cleaned and greased the whole motor assembly. Performed preventive maintenance and all functional testing which passed.

Event description:
It was reported that the motor error occurred. No patient injury was reported.